Event description:
Reporting status: malfunction. Reporting rationale: loose/stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: loose/stent dislodgement. It was reported that the stent was found to be loosely crimped on the balloon during unpacking, and during preparation it dislodged from the stent delivery system (sds). Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
.